Event description:
The customer provided additional information that they did not replace the water filter once a month but rather every two months.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was not returned to olympus for evaluation. The device was evaluated onsite where a microscopic rubber black foreign object was observed. It was possible that it was caused by part of the disinfectant hose peeling off due to deterioration over time, but from the information obtained, the cause of the residual foreign matter could not be identified. Concerning the water filter replacement; it was possible that the user did not pursue the instruction manual and had insufficient knowledge of the equipment. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that black foreign material was found in the reprocessing basin of the endoscope reprocessor. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.